Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that some of the devices "fail and they take the generators out." It was noted that there were two patients in three weeks where she heard that this happened and wanted to know if an incomplete system can be imaged. It was noted that the patient had the device removed on (B)(6) 2014 because, "it didn't work." It was noted that "it was not functioning and covering the pain." The patient reportedly experienced a painful area at the buttocks and the lead site area.